Event description:
It was reported via repair work order that the head right side rail was stuck in the lowest position due to the release handle being broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.